Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. A delivery catheter for trunk-ipsilateral leg component was advanced, and the endoprosthesis was deployed without issue. An intra-procedure imaging revealed that the ipsilateral leg unintentionally covered the right internal iliac artery. An attempt was made to push up the trunk-ipsilateral leg component using a balloon catheter, but it was not successful. The physician elected to implant a contralateral leg component with the trunk-ipsilateral leg component remaining in the current position. The procedure was concluded with a wait-and-watch approach taken to the vessel coverage. It was reported that after a stiffer guidewire was inserted, the patients tortuous abdominal anatomy was made straight. This made the treatment length shorter than measured, compared to the length of endoprosthesis selected, which could contribute to the unintentional coverage of the right internal iliac artery.